Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to check all smart device settings, and all settings were good. Patient was advised to make a new sensor insertion with assistance which was successful; transmitter is now paired. No additional patient or event information is available.